Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. One event was confirmed during testing: the device was found to be affected by worn components. The device was not repairable and was not returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was shedding metal debris. One event had no patient involvement; no patient impact.